Event description:
The ear / ulcer bulb syringes reportedly do not re-inflate after compression resulting in the inability to suction infant airways at the time of delivery. Report source states that this has occurred approximately 4 times. The infants have not experienced any adverse effects as staff was able to quickly obtain a functioning syringe.

Manufacturer narrative:
The ear/ulcer bulb syringes are not available for evaluation. This item is made by amsino for medline and added to the ob delivery packs.